Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 694765 lead, implanted: (B)(6) 2004; imd49b52 lead, implanted: (B)(6) 2000.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a leadless pacemaker. The atrial and right ventricular (rv) pacing leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.